Event description:
Pump cassette had incorrect (backwards) positioning of the cassette. Administered medication too quickly. Pt advised not to use tubing in question. Observe for s/s of side effects. None reported.